Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the patient was unable to charge. The battery was in overdischarge state due to patient non-compliance. A pmr was performed. Issue was resolved. No further complications were reported/anticipated. Additional information received from the manufacturer representative reported that they met the patient and were able to clear the power on reset. It was found that impedances were above normal limits on contacts 0-7. The patient stated she falls once a year and fell six weeks ago and lost coverage on her left side. The patient was reprogrammed and was able to cover the painful areas with the 8-15 electrodes. The patient was pleased and doing well at the end of the session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that on (B)(6) 2018, electrodes 0 - 7 and 8- 15 all had high, out-of-range impedances. It was reported that the stimulation was not working properly. The patient scheduled an appointment with their physician on (B)(6) 2019 to plan for a revision. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedances was not known. The rep said the patient had fallen a few times so that could be the reason. The patient was scheduled for a revision. No further complications were reported.